Manufacturer narrative:
The indication for the patient's index procedure was unstable angina, and resting ECG changes. The patient was found to have one-vessel disease and one lesion was treated during the procedure. There was no planned staged procedure reported. The target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 3.0 mm in diameter, 15 mm length, a 95% stenosis, eccentric, irregular, little or no calcium, not a bifurcation/ostial/total occlusion or angulated, a readily accessible proximal segment, absent of thrombus, and type b2. The lesion was pre-dilated as planned with a 2.5 x 14 mm balloon at 14 atm. A cypher select plus 3.0 x 18 mm stent was implanted electively at 18 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 0%. The flow and pre and post-procedure was not provided. There was no reported adverse event or product deviation reported. The patient was discharged the day after the procedure. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the registry indicated that four (4) days after the index procedure, the patient did not feel well and went to bed early. A short while later, the patient was discovered to have passed away by his spouse. The event is being reported as a sudden cardiac death, and possible sub acute thrombosis (sat) of the previously implanted cypher select plus 3.0 x 18 mm stent. No autopsy was done. The event severity was severe. The relationship of the event(s) to the device and index procedure was probably, a serious adverse event (sae), and fatal. The outcome information was complete.